Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the device was returned for evaluation. During the visual inspection of the sample, body fluids and tissue could be observed. In addition, several damaged, (holes, fraying), sections with residues of glue and degradation caused by exposure to environment were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: bq is requested to obtain information for the following questions: the patient demographic info: weight, bmi at the time of index procedure. Date and name of initial surgical procedure: early of (B)(6). Which tissue layer was the glue used to fix the mesh? The layer contact with tissue. The diagnosis and indication for the initial surgical procedure? Laparoscopic inguinal hernia repair. What were current symptoms following the index surgical procedure? Onset date? (B)(6). What are the patient comorbidities/concomitant medications? Date - time of onset of infection from the surgical procedure? (B)(6). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? Results? Unk. If applicable, will product be returned, return date, tracking information:the sample has been sent on (B)(6) 2019 with (B)(4). What is physician¿s opinion as to the etiology of or contributing factors to this event: maybe with mesh or glue. What is the patient's current status? Stable.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on an unknown date in (B)(6) and the mesh was implanted. It was reported there was a post-op rejection reaction. It was reported that the patient is male and around 60 years old, no allergic history. It was reported that he made laparoscopic inguinal hernia repair at the early may, glue was combined used to fix the mesh on the tissue. However, on (B)(6), the patient found the wound was not healing well, there are fluids came out. It was reported that patient returned to hospital and got treatment with anti-inflammatory injection, and the mesh was removed from the patient which will be returned for evaluation. It was reported that the patient is still in the hospital.